Event description:
It was reported that after inflation and removal of a pta balloon, the distal tip of the catheter was noted to be detached from the device. There was no report pt injury.

Manufacturer narrative:
The following was reported via FDA user facility medwatch report 1000060000-2013-8009. The lot number was provided and the device history records are being reported. The device has not been returned for eval to date. The investigation is currently underway.